Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. Anomaly could not be reproduced on the bench.

Event description:
It was reported that the device had no hv output. The device was explanted and replaced.